Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat¿ from heartsine technologies on the 29th june 2017. Upon receipt, the device could not be powered on. The investigation revealed the +ve terminal pogo pin was shorter than the other pogo pins and could only spring back partially into position, indicating the pin had failed. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations, low battery fails from the (B)(6) 2019 and the eventual failure to power on the device. Undefined fault codes were also observed in the device memory, which would indicate the device had lost power during these self-tests, due to the failure of the pogo pin. The fault could not be replicated with a new +ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
An alarm was ringing. The red lamp is flashes. Removing-inserting the pad-pak, the lamp went out and no response even when the power button is pressed. There was no patient involved in this event.

Event description:
An alarm was ringing. The red lamp is flashes. Removing-inserting the pad-pak, the lamp went out and no response even when the power button is pressed. There was no patient involved in this event.